Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was not empty. The customer was able to resolve the issue by reloading the same cartridge. Customer¿s blood glucose was 202 mg/dl.